Event description:
It was reported that during a low anterior resection, while creating the ileocolon anastomosis, the surgeon placed the device and fired. The anterior staple line was fine. However, the posterior staple line was not forming and staples did not form. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.